Event description:
Country of complaint: (B)(6). Suture was opened and there was an extra needle inside, loose, no thread. No delay in surgery.

Manufacturer narrative:
Manufacturing site evaluation: samples received: no samples are available. Analysis and results: there are no previous complaints of this code batch. A total of (B)(4) units of this code batch were manufactured and distributed there are no units in stock. Without any closed sample we cannot perform an analysis in order to make a decision. Reviewed the batch manufacturing record, this product has a normal process and the results during the process fulfill the OEM requirements. We take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. When no samples are received our analysis is very limited. Final conclusion: complaint is not justified.

Manufacturer narrative:
Manufacturing site investigation: evaluation on-going.